Event description:
The customer reports observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing when using tnih lot 114. An initial elevated atellica im tnih result was observed for a patient in the emergency room. The high result was questioned, and the test was repeated on the same instrument, using the same reagents. The repeat test produced a much lower result (still above reference range). When this sample was re-tested on another atellica im instrument (using reagent lot 115), a similar (lower) result was obtained. A new sample was drawn and tested on the same two instruments. That sample produced results similar to those seen in the repeat testing of the original sample. The initial atellica im tnih result was identified as falsely elevated. There are no allegations of any adverse patient consequences in association with the observed result discordance. It was noted that quality control (qc) results were within expected ranges at the time of these observations.

Manufacturer narrative:
A customer from outside the united states reported observation of an elevated atellica im high-sensitivity troponin I (tnih) result which was discordant relative to repeat testing. Siemens is investigating.